Event description:
It was reported the device shut off when the nurse was switching from aai to vvi mode. She indicated she doesn't think she had her finger on the on/off button. Follow-up information was received reporting that the device was switched to a different one right away, so there were no patient complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments, however analysis did find that one side bail cover was broken and the ring cover was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.